Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00083.

Manufacturer narrative:
On 06/23/2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6), a distributor of infutronix reported an issue on behalf of an end user: "an administration set model hs-008-b lot 2004018 patient had his fanny pouch saturated with chemo. (B)(6) said she could not see an area where the chemo would have leaked out. She unhooked it from the pump and it was not very wet. Sending to us to see where the leak came from." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).